Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose was 628 mg/dl. A manual correction injection was administered to address elevated bg and insulin delivery was resumed.